Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection as well as a direct correlation to heartmate 3 lvas, serial number: (B)(6), could not conclusively be determined. Additionally, the reported low flow alarms confirmed through the analysis of the submitted log files were believed to be caused by the patient¿s low volume. The submitted controller periodic log file contained data from (B)(6) 2019 and captured 5 low flow controller fault flags when calculated flow dropped as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. All low flow controller faults lasted at least 10 seconds to trigger low flow hazard alarms. Also of note, the submitted controller event log file captured 127 pi events over approximately 2.5 hours of captured data. No other atypical alarms or events were captured in the submitted log files. The actual speed remained at or above the low speed limit throughout the log file and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists localized, driveline, and pump pocket or pseudo pocket infection as adverse events and hypovolemia as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU. The heartmate 3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department after experiencing low flow alarms and dizziness. It was determined that the low flow was due to patient condition of low volume. After further evaluation it was also seen that the patient had driveline tenderness and exudate with elevated white blood cells. A culture was taken and the patient was started on antibiotics. The cultures were negative, however patient has signs and symptoms of infection. Patient was discharged with antibiotics and will follow up with infectious disease in an attempt to monitor the infection. No further information was provided.